Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient ran out of insulin for her insulin pump and the pump stopped delivering insulin overnight. The following morning, the patient woke, felt unwell and vomited. It was not confirmed if the patient performed a bg or was able to administer insulin by injection. She went to the hospital for evaluation; her bg was 700 mg/dl; however, her cgm displayed 380 mg/dl. She was admitted for diabetic ketoacidosis (dka), treated with IV insulin and her sensor was removed. She was released from the hospital the following day after her insulin supply was secured. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). 3004753838-2022-236737 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.